Manufacturer narrative:
It was indicated that the lead was capped and will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that this twenty year old right ventricular (rv) lead had an alert for high pacing impedance out-of-range greater than 2000 ohms. It was noted that the pacing impedance had stayed relatively stable since implant, and recently started exhibiting intermittent non-physiologic signals that were oversensed storing ventricular episodes. Also, there were observations of large amplitude spikes oversensed on the rv and shock channel, although not consistent with typical emi. Subsequently, the lead was surgically capped and replaced. No adverse patient effects were reported.